Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: underwent an additional surgical procedure that would have not been needed if the asr implant had performed satisfactorily during its expected usual life; is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants; lost wages and future loss of earning capacity; incurred medical expenses and will incur additional medical expenses in the future and; is permanently harmed, because of complications normally associated with a second hip replacement.